Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failure to charge and also revealed the occurrence of an external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root causes were software issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device and battery operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.